Manufacturer narrative:
(B)(4): the third party service agent has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has been made aware that the customer has decided to not replace their device. After discussions with the customer and the third party service agent, it is unknown if the device will be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was initially reported that the customer's device was showing the attention and charge-pak icons. After an evaluation of the device service logs by the third party service agent, it was observed that the internal hlc battery levels were depleted. Depleted internal hlc batteries would not allow the device to have the ability to deliver effective defibrillation energy to a patient. There was no patient use associated.